Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited out of range impedance. Physician suspect a lead fracture. Also, then, confirmed that the node was disconnected. The polarity was changed and a follow up was requested. Lead remains in patient's body. No additional adverse patient effects were reported.